Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® k2e 5.4mg plus blood collection tubes there were low draws with 4 vacutainers. The following information was provided by the initial reporter: phlebotomists reported on a number of occasions the vacuum on the 367838 (lot 9336065 exp 2021-03) was either absent, or very slow.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw water testing and no issues were observed relating to underfill issue as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® k2e 5.4mg plus blood collection tubes there were low draws with 4 vacutainers. The following information was provided by the initial reporter: phlebotomists reported on a number of occasions the vacuum on the 367838 (lot 9336065, exp 2021-03) was either absent, or very slow.